Event description:
It was reported to nova biomedical that a consumer was admitted to the hospital with high blood glucose readings. During the call to customer support, it was revealed that the consumer does not control solution test their test strips for integrity before use and transfers test strips from the vial to another vial which may contribute to a loss of integrity of test stirps. The consumer was educated on these directions for use at the time of call. The meter and test strips in question will be returned for eval. The consumer is also returning a 2nd blood glucose meter even though it performed as intended giving the consumer correct high readings.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.